Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the result from the meter was 3.7 inr. He did not think that result had matched his diet and he held his coumadin dose that night. The next day, the result from a laboratory was 2.07 inr. Within two minutes, the result from the meter was 2.7 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitor, no new medications, no diet changes, no new illness, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 29494211) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.